Event description:
During insertion the screws, the tip of the drivers were broken. The patient is young and his bone was so hard.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique provides detail guidelines for drilling, screw size determination, screw size selection & screw insertion. It also provides a note related to hard bones that ¿in case of dense cortical bone, puncture the proximal cortex before inserting the k-wire, by using the solid drill bit manually or by power according to the screw diameter chosen.¿ it also instructs that ¿in case of hard cortical bone, pre-drilling should be used. Insert the cannulated drill bit according to the screw diameter by power or manually. Slide it over the k-wire and over-drill the k-wire to its tip by using the double drill guide.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During insertion the screws, the tip of the drivers were broken. The patient is young and his bone was so hard.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The operative technique provides detail guidelines for drilling, screw size determination, screw size selection & screw insertion. It also provides a note related to hard bones that ¿in case of dense cortical bone, puncture the proximal cortex before inserting the k-wire, by using the solid drill bit manually or by power according to the screw diameter chosen.¿ it also instructs that ¿in case of hard cortical bone, pre-drilling should be used. Insert the cannulated drill bit according to the screw diameter by power or manually. Slide it over the k-wire and over-drill the k-wire to its tip by using the double drill guide.¿ if device is returned or any further information is provided, the investigation report will be reassessed. Device not return.

Event description:
During insertion the screws, the tip of the drivers were broken. The patient is young and his bone was so hard.